Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sore on the neck from strap as well as red blisters that pop under the electrodes. The patient stated they do have a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse suggested a band-aid for the skin irritation. Follow up indicated that the skin irritation improved.